Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter got broken. About 25cm of the distal part of the catheter was retrieved, but the catheter tip had remained in the patient bladder which was recovered later. Per additional information received via investigators notification on 07mar2023, stated that the catheter fragment left behind in the patient's bladder was spontaneously discharged from the patient body on march 2. The sales representative recovered it on march 7.the patient was male. The patient was hospitalized in a psychiatric ward and he may have self-extracted the catheter. Per follow up information received from ibc on 08mar2023, catheter breakage.

Event description:
It was reported that the catheter got broken. About 25cm of the distal part of the catheter was retrieved, but the catheter tip had remained in the patient bladder which was recovered later. Per additional information received via investigators notification on 07mar2023, stated that the catheter fragment left behind in the patient's bladder was spontaneously discharged from the patient body on march 2. The sales representative recovered it on march 7.the patient was male. The patient was hospitalized in a psychiatric ward and he may have self-extracted the catheter. Per follow up information received from ibc on 08mar2023, catheter breakage.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The used two way foley catheter was returned without the original packaging. Photo samples were submitted showing the catheter broken into two separate pieces. Visual evaluation of the physical sample noted both broken pieces connected perfectly with each other, confirming no pieces missing from the catheter as a result of the break. As it is unclear if the patient self-extracted the catheter, this event will be confirmed cause unknown. As the event states the patient may have self extracted the catheter, potential root causes for this event could be, "user (patient) medicated, delirious, confused, or reckless" or "inadequate design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" "To deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.